Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire broken. The device has the body kink, the distal tip kinked and the guidewire is broken. Besides, a section of the guidewire was inside the burr catheter of the rotablator, it was stuck inside and was not possible to released it. All the outer diameter measurements were within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis of the related burr complaint completed on 12-jun-2017. Same case as MDR ID: 2134265-2017-07263. It was reported that the burr was stuck on guidewire. The target lesion was located in the right coronary artery. A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, the doctor performed the draw technique. While checking the speed of the rotalink plus on dynaglide mode, the rotalink plus got stuck to the wire. The device was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed that the wire was broken.

Manufacturer narrative:
Add'l MFR. Narrative updated. Device evaluated by manufacturer: the broken starts at 132,8 cm from the distal tip. Inside the burr catheter of the rotablator, there is section of the guidewire that is stuck and was not possible to released it; the section outside the burr catheter measures 47 cm. (B)(4).

Event description:
Reportable based on device analysis of the related burr complaint completed on 12-jun-2017. Same case as MDR ID: 2134265-2017-07263. It was reported that the burr was stuck on guidewire. The target lesion was located in the right coronary artery. A 1.75mm rotalink¿ plus and a rotawire were selected for use. During the procedure, the doctor performed the draw technique. While checking the speed of the rotalink plus on dynaglide mode, the rotalink plus got stuck to the wire. The device was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed that the wire was broken.